Manufacturer narrative:
No product sample was provided for evaluation. As a result, the investigation could not confirm whether a quality-related issue contributed to the reported problem. The complaint could not be verified. Therefore, no further action will be taken at this time. A lot of history review could not be conducted because no lot number was provided by the customer.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leaked around the plunger, impacting treatment, direct patient care, and wasting drugs/vaccines. There was patient involvement, and no patient harm/adverse event reported.